Event description:
Additional information was received from a patient on 2017-feb-07. The patient stated that they could not feel the device working, but the tech walked them through the program to get it back to working.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
A patient reported he was not feeling stimulation on the day of the call and the patient programmer was showing the lighten bolt on the screen when she tried to increase stimulation. The patient was not feeling stimulation and the therapy was off on (B)(6). Therapy was turned on and the situation was resolved. The patient was on program 2 at 0.4 v and therapy was off, the patient turned therapy on and changed the setting to program 1 at 1.4 v and she was feeling stimulation. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.